Manufacturer narrative:
The pump was received with blank display due to moisture damage on the electronic assembly. The motor assembly also had moisture damage. The device was unable to be tested for unresponsive buttons and or keypad due to blank display. The pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call of issues with unresponsive buttons when conducting a self-test. The customer states she can see water inside the pump. The customer states the pump went into water for twenty minutes. The customer's blood glucose level at the time of incident was 196mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.